Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front and rear response buttons were not functional. The cause for the failure were damaged response button switches. The cause for the failure were damaged response button switches. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor response buttons were not functional.